Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: h3, h6: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. The product was not returned to medtech orthopedics; however, photos were provided for review. The photo investigation revealed that ¿254500528 attune fb cr artic surf sz8¿ has missing spring. The failure mode is consistent with inserting an extractor device in between the trial and mating shim, and using the extractor to pry the mating devices apart during extraction of the trials. This improper technique results in damage to the spring and/or post components of the articulating surface as well as the mating shim. The attune intuition surgical technique, emphasizes the correct use of the tibial trial extractor (product code 254500138) with the trials. Furthermore, per the surgical technique and IFU, careful inspection of the trials for damage/breakage should be performed pre and post-operative. If any damage to the balseal components is observed the trail should be replaced. In the event of instrument breakage during use, ensure that all device fragments that may have entered the surgical site are removed prior to completion of the procedure, as patient injury may result. For the reported event, the reported condition cannot be confirmed as the provided evidence was not sufficient to confirm the reported event of fell apart - unattached. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs attached don¿t have any evidence to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that the attune shims were noted to have damage/worn springs.